Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. To date the incident sample has not been rec'd for evaluation. If the sample is rec'd of if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found the jaws of the device were stuck shut with tissue. The jaws did not open or close normally when the handle was activated. Covidien confirmed the customer's report. The jaws were then cleaned. After being cleaned, the jaws of the device opened and closed normally when the handle was activated. The investigation identified the root cause of the reported condition to be that the jaws had been improperly/ inadequately cleaned by the user. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a gastrectomy procedure, the jaws of the device could not be reopened while applied to patient tissue. The surgeon removed the device from the tissue by sealing and then resecting the tissue directly adjacent to the jaws of the device. Another device was opened and used to completed the procedure. There was no harm to the patient.